Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary artery. A 3.00 x 16 synergy ii drug-eluting stent was advanced but failed to cross the lesion. It was then noted that the stent strut was pulled up. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was okay.